Event description:
The customer reported system continued to fluoro after x-ray switch was released. No patient injury was reported.

Manufacturer narrative:
The ge service rep replaced the gib pcb, flashed nodes, reloaded calibration files. Verified system operation, system operation as intended.